Event description:
Healthcare professional reported "capsular contracture baker grade ii", "the capsule was opened, the capsule closely adheres to the implant shell" , "extensive rupture of the implant is noted, without leakage of gel outside", "approximately 5 ml of serous fluid is observed in the cavity." Unreporting the previously reported capsular contracture grade unknown since it was confirmed that it is capsular contracture grade 2.

Manufacturer narrative:
Unreporting the previously reported capsular contracture grade unknown since it was confirmed that it is capsular contracture grade 2. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contrature: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported ¿rupture¿ via MRI and ultrasound. Later patient reported "capsular contracture, baker grade unknown", "ptosis 3 grade", "folded contours" and "cyst" this record is for the left side. Device was explanted. Device will not be returned.

Manufacturer narrative:
The event of capsular contracture and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, visibility/palpability.